Manufacturer narrative:
Explant date: not applicable as the product remains implanted. Device evaluation: product testing could not be performed because the device remains implanted. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that a z9002 intraocular lens (iol) did not advance properly from the cartridge. The lens had patient contact and the patient was injured by the lens not unfolding properly. The patient had an adverse event and was sent to a retinal specialist. Attempts to obtain the product serial number were made but the account could not provide the information. Additional information received revealed that the patient saw a specialist for further surgery, a pars plana vitrectomy and repositioning of the iol was performed. No additional information was received.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).